Event description:
This customer reported that the shock button was not working. There was no report of patient involvement or impact.

Manufacturer narrative:
(B)(4). This customer reported that the shock button was not working. There was no report of patient involvement or impact. This complaint is still being investigated. A follow-up report will be submitted upon completion of the investigation.